Event description:
It was reported that during use of this suture hook in a right rotator cuff repair, the surgeon was unable to get the hook to pierce the soft tissue. Upon removal of the hook, the tip was found loose and spinning. The surgical procedure was completed with an alternate suture hook and there was no pt injury associated with this event.

Manufacturer narrative:
Investigation findings: the suture hook was received for investigation and the reported problem was verified. A visual examination found that the needle bent and the tip dull and rolled over. Further investigation found that the tip weld and epoxy joint at the hub were broken allowing the inner needle to rotate. The customer will be contacted with these findings and to provide any add'l info needed on the use and care of this product. Conmed linvatec will continue to monitor this product for failures.